Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the device changeout, implant detect was off, but the right atrial lead switched from bipolar to unipolar several times. Unipolar impedance was higher than bipolar. After the changeout, the lead polarity switch kept occurring, unipolar impedance was still higher than bipolar, and the overall impedance had decreased. The lead was programmed to unipolar and is still in use. No patient complications have been reported as a result of this event.